Event description:
Poor image quality. Probe connection is loose.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe connection is loose and poor image quality are confirmed. The root cause of the reported issue is a defective probe. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number dycpac500 showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Poor image quality. Probe connection is loose.